Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. Customer either changed the cartridge or pushed to through the resistance to resolve the issue. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.